Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the implantable cardioverter defibrillator (ICD) did not deliver pacing impulses. After multiple attempts to complete the connection the physician asked for a new device. It was unknown if the issue was related to setscrew. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.